Manufacturer narrative:
Customer provided photograph review: first photograph shows a container with contaminated ptfe tube (catheter tube), the second photograph shows contaminated catheter hub with missing ptfe tube (catheter tube) connected to a component of unknown origin. Third photograph shows contaminated catheter hub flipped on wing side with catheter tube missing. Analysis of the customer provided photograph showed that the catheter broke / separated after placement is visible in the returned sample. Thus, defect of catheter broke/separated is confirmed. Customer provided photograph review: first photograph shows a container with contaminated ptfe tube (catheter tube), the second photograph shows contaminated catheter hub with missing ptfe tube (catheter tube) connected to a component of unknown origin. Third photograph shows contaminated catheter hub flipped on wing side with catheter tube missing. Analysis of the customer provided photograph showed that the catheter broke / separated after placement is visible in the returned sample. Return sample review: the customer returned sample was reviewed and it was found that the catheter was contaminated and separated from catheter hub. The review of customer returned samples showed that catheter tube is pulled out/separated from catheter hub. Retention sample review: catheter pull force test was conducted on the retention sample on our end and the catheter pull force was within the specification limits the root cause analysis was conducted and no manufacturing defect was found. Based on the investigation the complaint cannot be confirmed.

Event description:
This is to inform you regarding a cannula break (bd venflon) which was noticed at 24.0-hour sample collection on 17-apr-24. Subject: qd17. Study: qd1294. The subject recruited for the study on (B)(6) 2024 and was dosed with one tablet of dolutegravir 50 mg on (B)(6) 2024 at 09:00 hrs. For period 1 of the study. During post dose 24.0 hrs. Sample collection it was observed by the clinical staff there was no flow of blood from the IV cannula. IV cannula was inspected for any obstruction, during examination it was noted that the catheter part of IV cannula was broken at the insertion site. Subject was asymptomatic and hemodynamically stable. No h/o any pain/ swelling at IV cannulation site. O/e: - subject was conscious, oriented and gc fair. Vitals were stable. Local examination: left forearm: IV cannula catheter in-situ, no tenderness/redness, cord like thickening felt at IV cannulation site. Subject was reassured and shifted to higher health center for further evaluation and management. At the hospital ultrasonography of hand showed the presence of retained catheter part. Subject underwent surgical excision of foreign body under local anesthesia on 17-apr-24 bd venflon details: lot no:3342756. Mfg. Date:2023-12. Expiry date:2028-11. This is the second incident reported by the customer within 30 days (pir44089904 earlier)

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon I 20ga 1.0 mm x 32mm catheter broke this is to inform you regarding a cannula break (bd venflon) which was noticed at 24.0-hour sample collection on 17-apr-24. The subject recruited for the study on 15-apr-24 and was dosed with one tablet of dolutegravir 50 mg on 16-apr-24 at 09:00 hrs. For period 1 of the study. During post dose 24.0 hrs. Sample collection it was observed by the clinical staff there was no flow of blood from the IV cannula. IV cannula was inspected for any obstruction, during examination it was noted that the catheter part of IV cannula was broken at the insertion site. Subject was asymptomatic and hemodynamically stable. No h/o any pain/ swelling at IV cannulation site. O/e: - subject was conscious, oriented and gc fair. Vitals were stable. Local examination: left forearm: IV cannula catheter in-situ, no tenderness/redness, cord like thickening felt at IV cannulation site. Subject was reassured and shifted to higher health center for further evaluation and management. At the hospital ultrasonography of hand showed the presence of retained catheter part. Subject underwent surgical excision of foreign body under local anesthesia on (B)(6) 2024